Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The ICD system was replaced several weeks later. No further patient complications have been reported as a result of this event.